Event description:
It was reported the patient fell two days ago. Since then, he has not felt stimulation, even though it was confirmed the device was on and at the highest setting. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.